Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing oversensing of a non-physiologic artifact. Troubleshooting was performed and the artifact was not able to be reproduced. It was noted the alternate vector appeared flat, while the primary and secondary vectors showed acceptable r-wave amplitudes. A review of device and screening data confirmed the alternate vector had always showed very small amplitudes. X-rays were performed to evaluate the electrode and no anomalies were observed. Technical services recommended reprogramming the vector from primary to secondary and continuing to monitor. It was noted the artifact was consistent with an issue at the sense b node and the secondary vector does not use that electrode for sensing. The field representative confirmed the physician reprogrammed the vector to secondary and planned to see the patient for another follow up in four weeks. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing oversensing of a non-physiologic artifact. Troubleshooting was performed and the artifact was not able to be reproduced. It was noted the alternate vector appeared flat, while the primary and secondary vectors showed acceptable r-wave amplitudes. A review of device and screening data confirmed the alternate vector had always showed very small amplitudes. X-rays were performed to evaluate the electrode and no anomalies were observed. Technical services recommended reprogramming the vector from primary to secondary and continuing to monitor. It was noted the artifact was consistent with an issue at the sense b node and the secondary vector does not use that electrode for sensing. The field representative confirmed the physician reprogrammed the vector to secondary and planned to see the patient for another follow up in four weeks. No adverse patient effects were reported. The device remains implanted and in service.